Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A facility owner reported serious glistening 1 year and 5 months following an intraocular lens (iol) implant procedure. The patient vision is excellent and the visual acuity was not affected. Additional information has been requested. There are two medical device reports associated with this patient this report is for the fellow eye.